Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope being undetectable could not be identified, nor could the phenomenon be confirmed/replicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint of poor appearance without burr and edge was not confirmed. The complaint of the scope detection not working was unable to be confirmed at the time of evaluation; however, the occurence and reoccurrence could not be denied. Evaluation did find the video connector was corroded and the socket detection bar malfunctioned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported video system center scope detection does not work and poor appearance without burr and edge. The issue was found during preparation for use as the device was being inspected for a diagnostic procedure. A similar device was used for the intended procedure. There was no reported patient harm or impact due to this event.